Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-4,0 lot# va0hsek, implanted: (B)(6) 2014, product type: lead. Product ID; 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0hz1f, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) and extension were explanted due to a bacteremia infection on the patient¿s left side. The patient had symptoms of swelling, redness, and puss discharge and they did not have meningitis. It was unknown if cultures were taken, but intravenous antibiotic treatment was necessary. Follow up with the manufacturing representative on (B)(6) 2014 indicated the infection was still being treated. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient had not been re-implanted yet.